Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side ¿fluid surrounding implant shown on MRI¿. Patient also reported ¿I am symptomatic, almost all the symptoms of bia/alcl and I'm getting sicker and sicker¿, ¿chronic symptoms of pain, brain fog, night sweats, joint pain, vertigo, extreme nausea, intolerance to various foods, developing various allergies and chronic pain in my chest¿; these events are not device related. Device remains implanted.